Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on j6 / electronic board 1, pump was monitored and functioned properly. The insulin pump was received with scratched lcd window, scratched keypad overlay and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had low battery alert and replace battery now. Customer's blood glucose was 10.4mmol/l at the time of incident. It was reported that the battery lasted less than a week. It was reported that the insulin pump alarmed low battery even after battery change and replace battery now after three hours of battery replacement. There was no indication that the issue was resolved during the call. The insulin pump will be returned for analysis.